Event description:
It was reported patient underwent a custom elbow arthroplasty in 1998. Subsequently, patient was revised on (B)(6) 2013 due to a varus deformity. During the procedure, surgeon noted a poly piece fracture and metallosis in the joint. Surgeon removed and replaced the two custom axles, four custom axle clips and a custom connecting segment.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted: 1998. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01672 & 03094 / 03096).